Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was reportedly cracked and there was also moisture and corrosion inside. There was no indication of a power issue found with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: the battery compartment was found to be cracked from the opening down to the rubber bumper. A leak test determined that the battery compartment was leaking due to the damaged battery casing. There was no evidence of moisture found in the battery compartment or on the pcb. Unrelated to the complaint, the text on the display screen was found to be faded and had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.